Event description:
During use in the patient, the 6f envoy sim2 catheter (67025200/ 15657683) was opened, the hub had a small opening and also a fracture/crack that did not allow the flow of saline solutions to go through and fluid leaked. The product was stored per labeling instructions, and package (inner or outer) was not damaged. The product was new, and other than the reported event, no other damages were noticed on the catheter (kink, bent, crack, fracture, etc). The procedure was completed with another envoy but not simmons 2 because it was not available at the moment of the procedure. There was no adverse event, and the product was discarded.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use in the patient, the 6f envoy sim2 catheter ((B)(4)) was opened, the hub had a small opening and also a fracture/crack that did not allow the flow of saline solutions to go through and fluid leaked. The product was stored per labeling instructions, and package (inner or outer) was not damaged. The product was new, and other than the reported event, no other damages were noticed on the catheter (kink, bent, crack, fracture, etc). The procedure was completed with another envoy but not simmons 2 because it was not available at the moment of the procedure. There was no adverse event, and the product was received for analysis. One non sterile unit of 6french .070 sim2 envoy 100cm catheter was received for analysis coiled inside of a plastic bag. Kinked condition was noted on the catheter body at 63.5cm from ID band distal end. The hub was found cracked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The luer hub molding parameters & fpi/lpi results were reviewed and no anomalies were found. Calibration and preventive maintenance records for molding machine were reviewed and they were found with their respective effective dates. Sem analysis results indicated that the external surface for the hub presented evidence of abrasion at the top of the thread. No visual evidence of any chemical degradation or cutting in the material was noted, the exact cause of this crack could not be conclusively determined. The gc molding process was review in order to find some factor related to design or manufacture that could have caused the hub cracked; however no link was found between this reported failure mode and the manufacturing process. The complaint reported luer hub-cracked-during use was confirmed during analysis; however, the exact or most assignable cause that originated this condition could not be determined neither during molding process investigation nor during sem analysis. The failure of luer hub-out of shape was not confirmed during visual analysis since the hub was within specification. The kinked condition may have been caused during shipping process for analysis since the account did not report damages on the catheter body. Based on the available information, no conclusion can be made since the event could not be confirmed, and neither the analysis nor the DHR suggests that the event was related to the manufacturing process. Therefore, no actions will be taken at this time.

Manufacturer narrative:
The complaint reported luer hub-cracked-during use was confirmed during analysis; however, the exact or most assignable cause that originated this condition could not be determined neither during molding process investigation nor during sem analysis. The kinked condition may have been caused during shipping process for analysis since the account did not report damages on the catheter body. Based on the available information, no conclusion can be made regarding the hub cracked, since the cause could not be determined, and the event of outer shape could not be confirmed. Neither the analysis nor the DHR suggests that the event was related to the manufacturing process. Therefore, no actions will be taken at this time.